Event description:
Infusion pump with an 812:02 failure code that did not occur during patient use or during biomed testing. The technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Additional contact information was requested but no additional contact was identified.